Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the crystalens vaulted (z-syndrome) approximately 2 months post lens implant. The patient noticed a decrease in her vision. The lens was removed and replaced with another model lens. The surgeon indicated that the likely cause of the event was "extreme fibrosis." The patient's current prognosis is described as "good visual acuity." This report pertains to the patient's right eye.